Manufacturer narrative:
Citation: rafael alexandre meneguz-moreno progression and prognosis of paravalvular regurgitation after transcatheter aortic valve implantation arq bras cardiol. 2017 dec; 109(6): 590¿598. Doi: 10.5935/abc.20170172 pmcid: pmc5783440 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding progression and prognosis of paravalvular regurgitation after transcatheter aortic valve implantation. All data were collected from multiple centers between january 2009 and june 2015. The study population included 251 patients (predominantly female; mean age 83 years); 95 patients were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients in-hospital, 30-day, 6-months and 1-year and all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, permanent pacemaker implantation, myocardial infarction (mi) and moderate paravalvular regurgitation. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.